Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked out of the cuff when the foley catheter was removed by the patient.

Manufacturer narrative:
The reported event was not confirmed. A total of 8 photos were received. The first photo shows a top view of both units (3-way all silicone catheters). The second photo shows a label in native language. The following photos show a top view, the tip and deflated balloon and catheter's cap for each unit. Both catheters belong to the lot nghw1727. Received 1 all-silicone temp sensing foley catheter with sample port connector. Inflated the catheter with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using an in-house syringe. The balloon was inflated with no difficulties, catheter rested with no leaks. The syringe was connected and it passively deflated in under 5 mins (2 mins 24 seconds) with no difficulties. No leakage was evidenced at any point. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, device history review was not required. The reported event was unconfirmed; therefore, labelling review was not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked out of the cuff when the foley catheter was removed by the patient. Per notification received from investigator on 10oct2024, it was reported that customer returned 2 catheters.